Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat the left anterior descending artery (lad) and the left circumflex artery (lcx). An asahi sion blue guide wire was placed in the lad for protection purpose. When an unspecified balloon catheter was advanced to the lcx, resistance was met due to interference with the unspecified guide wire and the sion blue guide wire was found deflected. As it was suspected that the guide wires were twisted together, the sion blue guide wire was removed. The tip of the removed guide wire seemed to be elongated. The guide wire was then exchanged for an unspecified guide wire to resume the procedure. The procedure was successfully completed with reestablished blood flow achieved by stenting. The physician commented that this event was attributed to entangling of the guide wires that were advanced to lad and lcx. It was informed that there were no adverse patient effects associated with this event. The patient was reportedly fine after the procedure.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: (B)(4) when the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported sion blue guide wire was returned for evaluation. The outer coil of the returned guide wire was found elongated for approximately 180mm from the mid solder (set at 20mm from the tip for the purpose of fixing the outer coil onto the inner coil), exposing the underlying inner coil. The core wire and twist wire were found fractured at approximately 17mm distal to the mid solder. The ball tip was found attached on the very distal end of the elongated outer coil, suggesting that the outer coil was not fractured. Fractured core wire and twist wire was observed at approximately 3mm proximal to the ball tip. Observation by scanning electron microscope (sem) found that each fracture end of the core wire and the twist-wire-composing fine wires was necked by tensile stress. The core wire and the twist wire of the returned sion blue guide wire were fractured and the elongated coil remained in one piece. Measurement of the core wire and the twist wire confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress might have been locally applied on the tip of the sion blue guide wire as the balloon catheter was advanced while the sion blue guide wire delivered to the lad was twisted against the guide wire delivered to the lcx. Consequently, the core wire and the twist wire were fractured. Further applied tensile stress generated with removal then made the outer coil elongate. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] ~ breakage of the guide wire.